Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: did the surgeon allege that the sepsis incident was due to the ntlc75/sr75: he said that could be one of the factors. What were the indications for surgery? Sepsis, fistula. Were there any issues in regard to device performance in the initial procedure? No. What is the current patient status? Discharged. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any issues noted with staple formation throughout the patient¿s care? If so, please explain. Was the site of the leak identified? If so, was staple line disruption found?

Event description:
It was reported that during a right hemicolectomy procedure, the male patient experienced sepsis on day 5 post-op. Patient had a fistula as well. The doctor treated him conservatively (with antibiotics). The reload setting was blue.

Manufacturer narrative:
(B)(4). Correction: what were the indications for surgery? Right colon cancer . Additional information was requested and the following was obtained: were there any issues noted with staple formation throughout the patient¿s care? If so, please explain. No. Was the site of the leak identified? If so, was staple line disruption found? Leak site not identified but probably at staple line (fyi, dr usually reinforce staple line with pds for his colectomy procedure). Patient has prior heart problem and also developed dengue fever post op day 3-4. Why does the surgeon believe that the leak is from the staple line? He is unsure if it is due to staple line but he mentioned sometimes in his previous cases, there were some minor oozing in certain parts of the staple line but since he does practice staple line reinforcement, he said those were not an issue for him until this incident happened. Can you confirm if pds was used to reinforce the staple line in the procedure? Yes he used pds. Is the doctor alleging deficiencies against any other ethicon products used in this procedure? No.